Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that three (3) reported incidents in the last six (6) months of unintentional rate change due to accidently pushing the up arrow instead of start on review of data. Customer use interop to program devices and this is happening typically at change of shift when reviewing the settings and not always being caught right away. Customer would like to have a product enhancement for the up arrow to have a notification screen that the rate is being changed when the up arrow is pushed. They believe there is probably more happening then they are identifying. They report it being ¿insidious¿ and difficult to capture. The issue was reported to bd representatives during site visit. There was patient involvement, but the outcome is unknown.